Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported buy the vad equipment manager that when the patient was seen in the clinic for routine visit the patient reported that he was experiencing power switching events with battery (B)(4). Log file review of (B)(4) displayed erroneous battery cycle count and it was recommended that the battery be replaced. The battery was replaced with no reported consequence or impact to the patient. No further information was provided.

Manufacturer narrative:
It was reported that the patient was experiencing power switching events. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed several premature power switching events involving (B)(4). An internal investigation has been opened to evaluate the communication errors. Failure analysis of the returned battery revealed that the device passed visual examination but failed functional testing due to a high max error and high cycle count.  The most likely root cause of the high cycle count and high max error can be due to memory corruption of the integrated circuited (ic) caused by a communication error. The reported event was confirmed during testing. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.